Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery alarms while using the infusion sets. The customer's blood glucose reading was 510 mg/dl at the time of incident. Customer indicated that a different infusion set was tried and cleared the alarm. Troubleshooting advised the customer to perform a manual prime as soon as possible and to call back if the alarm occurs again.